Event description:
Information received by medtronic indicated that the patient, implanted with this implantable neuro stimulator (ins), experienced infection of the pocket. Antibiotic treatment was necessary.

Event description:
Additional information received reported that the implantable neurostimulator was explanted in (B)(6) 2012. The patient was due to re-im plant in (B)(6) 2013.

Event description:
It was reported there was an infection at the pocket site post-operatively. It was noted antibiotic treatment was necessary. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental submitted to correct conclusion codes.

Manufacturer narrative:
(B)(4).